Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. D8 of this report was inadvertently selected.

Event description:
The customer reported to olympus, that during a colonoscopy the light source had an error code b30. The procedure was completed using a similar device. There were no reports of patient harm. This report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction: d8 corrected to yes as the customer used a non-olympus lamp. B5 inadvertently stated "this report is related to and linked patient identifier (B)(6)." In the initial medwatch. This information does not apply to this report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.